Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer explained that they replaced the battery and that the insulin pump was just beeping. The customer was able to enter their blood glucose, but the insulin pump would not continue when pressing the button. The customer's blood glucose was 178 mg/dl. While troubleshooting, the customer stated that she placed the insulin pump hooked onto her bra.. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed for a button error after boot up and had intermittent act button response due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.